Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages her diabetes by self-adjusting her insulin doses and exercise. The patient reported that on (B)(6) 2015 she developed symptoms of ¿dizzy, thirsty and short of breath¿ however denied receiving any treatment. During troubleshooting the cca noted that the meter issue was resolved when educating the patient on correct testing procedure. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom suggestive of a serious hyperglycemic event after the alleged meter issue occurred.